Manufacturer narrative:
The reported events of separation failure, docking issue, and positioning failure could not be confirmed. Visual analysis found that the length of the helix was out of specification; helix elongation is consistent with having occurred during procedure. The diameter of the docking button was measured to be within specification. Further analysis performed found no anomaly. Longevity assessment found above the elective replacement indicator (eri) voltage with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that after the right ventricular (rv) leadless pacemaker (lp) was fixated, it started to unscrew from the tissue. The physician attempted to redock the lp to the delivery catheter but met resistance. The lp and delivery catheter were removed from the patient. The lp was unable to be separated from the delivery catheter. Force was required to separate the lp from the delivery catheter which resulted in a break of the distal portion of the tethers. A new lp was implanted to resolve the event, and the patient was in stable condition.